Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that this has been happening in the last 8 hours. Customer stated that she had the same message and was able to reset it last week. Customer stated that she changed the infusion set and her blood glucose was 400 mg/dl. Customer took insulin by syringe 2 times. Customer called back later to report that she changed her set 3 times and her blood glucose was still high. Customer stated that after 6-7 hours, it is working and her blood glucose is now stable. Customer stated that she has had a lot of issues in the last 2 weeks. Customer stated that she was forced to change the infusion set and reservoirs more often. Customer's last blood glucose was 136 mg/dl.